Event description:
It was reported that the device exhibited a cassette not attached error. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log showed record of the cassette not attached alarm. Visual and functional tests were performed. Upon further inspection, too much adhesive had been used on the downstream occlusion (dso) seal, resulting in functional issues. Replaced dso sensor, bezel and seal in order to fix the issue.